Manufacturer narrative:
Conclusions: according to the received information from the field, the recipient experienced pain and inflammation shortly after implantation. It was determined that a damage to the dura, likely occurred during drilling at implantation surgery, led to the observed issues. The device works within specification during investigation and no damage was found. Furthermore, revision surgery was performed to repair the dura damage and the same device was re-used after being removed and kept sterile; however, wound healing issues occurred peri-operatively and eventually led to explantation of the device. Med el implantable devices are intended for single use only. This is a combined initial and final report.

Event description:
Two days after implantation ((B)(6) 2021) recipient reported pain and showed increased inflammatory markers as well as liquor in the middle ear. The liquor could enter the middle ear because of previous surgeries and missing posterior ear canal wall. The user was treated with antibiotics and was kept under observation. The liquor flow did not stop so a revision surgery was scheduled. During the revision surgery to examine the site, the implant was temporarily removed and kept sterile. The bed of the bone conduction floating mass transducer (bc-fmt) was examined under microscope. At the anterior edge the dura was exposed and a 1mm a defect in the dura was detected, most likely due to a hot drill in combination with electrocautery used at implantation. The defect in the dura was covered with muscle tissue and the whole recess with tachosil (under presence of neurosurgeon). The implant was placed again with new screws and bci lifts. Additional information received stated that the device has been explanted on (B)(6) 2021 due to wound healing issues.